Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. There has been no report of patient involvement or no observable clinical symptoms or a change in symptoms identified in the patient.

Event description:
It was reported that the interlock switch alarm keeping off, even with calibration set attached. No patient injury was reported.

Manufacturer narrative:
Customer response was received with new information. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
Additional information received on 06-dec-2022 via email and attached to complaint object. Date of the event: 11/18/2022. Did the reported event occur during patient use? No.

Manufacturer narrative:
H10: manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. Service history review identified this device was last serviced in jun 2022 and there was no indication of a service issue during the investigation. A product sample was received for evaluation. Visual and functional testing was performed. Visual inspection found a cracked return tube. Functional testing found the air detector not sitting in line with interlock block. Replaced return tube due to it being cracked and leaking, aligned air detector with interlock block. The root cause of the issue could not be determined. This issue will be monitored for any increase in occurrence. If the occurrence of this issue increases significantly, additional investigative action will be taken accordingly. This remediation MDR was generated under protocol b10010579, as a result of warning letter cms# 617147.